Event description:
The ICD involved in this report was interrogated on (B)(6) 2011. The patient (who died that day) had been hospitalized due to heart failure resulting from an ischemic condition (omi). The patient was already in respiratory arrest when the physician arrived; slow vt was shown on the ECG. Since the patient was in low cardiac output condition, no external defibrillation was operated. The ICD memories recorded an episode of vt treated by atp. The physician would like to know why no shock therapy was delivered by the ICD even though vt seemed to change to vf. Undersensing of vf was suspected; however, the patient had heart failure symptom (low cardiac output) and was in ischemic condition (vf occurred in nearly cardiac arrest condition). The physician reported that the cause of death in this case was due to low cardiac output syndrome, not device-related.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.